Manufacturer narrative:
Calibration and qc results from the day of event does not indicate an issue. It is known that the vitamin d total assay can yield higher results than the vitamin d ii assay due to greater cross reactivity of vitamin d total with 24,25(oh)2 vitamin d. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results for a total of 7 patient samples tested with the elecsys vitamin d assay (vitd) on a cobas e 411 immunoassay analyzer. The erroneous results for these samples were reported outside of the laboratory to a doctor. The customer initially complained that the first four samples recovered implausibly high vitd results on the e411 analyzer when compared to previous values of the patients. All four samples were originally tested using the diasorin liaison method and these values better fit the expected values of the patients. All four of these patients did not receive any substitution of vitamin d preparations and did not have an increased exposure to sunlight. The customer later stated that 8 additional patient samples tested on (B)(6) 2018 had questionable results for vitd and vitd ii when tested on the e411 analyzer. Of these, three had erroneous vitd results (samples 5-7). The vitd values were compared to the vitd ii values and the customer did not know which values were correct. The customer has not started using the vitd ii assay for diagnostic testing. No adverse events were alleged to have occurred with the patients. The e411 analyzer serial number is (B)(4). The 8 additional patient samples with questionable vitd and vitd ii results (including samples 5-7) were provided for investigation. Upon investigation of these samples, discrepancies between vitd and vitd ii values could be partially confirmed.